Event description:
It was reported that during an acl reconstruction surgery, when the surgeon pulled the needle through the quadriceps tendon, the suture detached from the needle. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error excessive force pulling the suture strands. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.